Manufacturer narrative:
Follow-up # 1 ¿ (06/04/2014). The lay user/patient¿s products have been returned, and were evaluated on 05/30/2014 by lifescan product analysis with the following findings:the meter was found to have a low/dead battery. Once replaced, the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) audit was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that she is having difficulty with a use error issue, testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The issue began two weeks ago around (B)(6) 2014. Subsequently, the patient was hospitalized from (B)(6) 2014 to (B)(6) 2014 and was treated with IV glucose. During her hospital stay, it was noted her blood glucose was tested on a hospital meter at ¿91, 341, and 34 mg/dl.¿ the issue was resolved with training. This complaint is being reported because the patient required medical intervention suggestive for hypoglycemia after the patient experienced the report use error, testing in memory mode.